Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the displacement test due to excessive motor axial play. No physical damage was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. She confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. Blood glucose value was 160 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.